Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: verification: neither the fault reported by the customer could be verified, nor another fault was found. Fault identification/repair activities: mechanical upgrade performed, unit cleaned, functional test performed, functional test according to test procedure completed. This report is being filed from (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the device switches itself on/off. The device switched off in the middle of a surgery. The operation was completed with another kind of device. Additional information received via email by mitek complaints: the affiliate reported no patient consequences or delays.